Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e handpiece while in use. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed some score marks inside the cap. Head and cap threads were found with some debris. Some debris was also observed on the cap side bearing. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated: inner component are worn, dry and rusted. Seizing marks on the pusher indicate contact when in use. Debris inside the cap and head cavities and cap and head threads. Some damage/deformation on the head threads.